Manufacturer narrative:
(B)(4). Closure trigger top. The ec60a device was received for analysis with the closing trigger broken and missing and a green reload present. The cartridge was received partially fired 1/10. It is possible that while loading the reload, it was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. No functional test was performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the closure trigger top was noted to be damaged. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the closure trigger top component and closure trigger if the applied load is high enough. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a visceral procedure, there were difficulties to open the device. The problem occurred with the third cartridge the surgeon closed the device, he wanted to open it to reposition it but the device wouldn't open. The surgeon had to put pressure on the handles to try opening the device. The middle handle broke. Then the surgeon pressed the release button, and the device finally opened again. The surgeon used another like device to perform the procedure, which ended without further issue. No more information. There were no adverse consequences for the patient.